Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during visual inspection, unspecified particulate matter was observed floating in an intravia empty container after compounding. The needle size used with the bags were 16 gage and 18 gage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and did not identify any evidence of particulate matter within the device. Since the solution contained within the device was unknown, no further analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.